Manufacturer narrative:
Continuation of d10: product ID {evolutfx}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {(B)(6) 2025}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, prior to insertion into the patient, there was no unusual resistance felt while loading the valve; however, a hole was observed in the capsule of the delivery catheter system (dcs) that caused the capsule to separate. Subsequently, a new dcs was used to load the transcatheter valve. A pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician, and the new dcs and valve were used to complete the procedure. It was noted that a 10 minute procedural delay occurred due to the capsule separation. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: a1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.